Manufacturer narrative:
The investigation of the returned spare part expiratory channel printed circuit (pc) board has been completed. No device logs were returned. Visual inspection of the returned pc board did not reveal any defects. The returned pc-board was installed in a reference system for simulated use testing. A technical error code was generated on startup, which indicate a communication error. Re-installing the system software corrected the issue. Installing a new pc board in the ventilator requires a new software installation. The root cause of why the software was not installed, or not correctly installed, has not been determined. The underlaying defect will be detected at ventilator startup by a generated technical error code.

Event description:
Manufacturer ref. #: (B)(4).

Event description:
It was reported that the expiratory channel pc-board of the ventilator was defective and replaced. There was no patient involvement. (B)(4).